Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.7, g.3, g.4.

Event description:
Healthcare professional additionally reported: "significant firmness to each breast around the implant which appears to be a double capsule", "concerned about the allergan recall", "constant breast pain" and "grade 4 capsular contracture." As well as the non-device related events of "low antibody count", "recurrent sinus infections and surgeries", "constant ringing in ears", "poor sleep", "'lesion' in the midline of her brain" and "breast implant illness." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade unknown.

Event description:
Patient reported left side "low white blood cell count, capsular contracture, baker grade unknown, antibody count is way low, and concern due to the product. Additionally patient reported "autoimmune issues" which is not device related. Device remains implanted.